Event description:
Enrolled in clinical trial for peritoneal carinomatosis. Trial directed therapy is IV folfiri every 14 days with intraperitoneal oxaliplatin every 14 days both administered on day 1. Subject is status post 3 cycles of treatment on protocol. He was seen by his local oncologist who recommended that he present to the emergency room to be admitted to the hospital for initiation of total parental nutrition (tpn) for anorexia (grade 3) and weight loss (grade 3). He is still currently admitted. Dose or amount: 105 mg, frequency: every 14 days, route: intraperitoneal; every 14 days intravenous drip. Dates of use: (B)(6) 2017. Diagnosis or reason for use: peritoneal carcinomatosis from appendiceal cancer. "Is the product compounded: yes."